Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that all of a sudden, they were having problems. Patient said sometimes they can hold it and sometimes it just comes out when they stand up. Patient increased stim prior to calling in. Patient noted they drink 2 cups of coffee a day. Patient also said if they sit weird on the couch it starts stimulating. Reviewed option to increase stim or change programs. Patient stated that they had barely anything to drink, but when they stood up, they were still leaking. Patient confirmed that they could feel the stimulation "pulsating" even if they're sitting on a couch and that it's been 4 days since their last adjustment. Agent reviewed general therapy information and adjustment guidance, then patient stated that they will try increasing their stimulation first. Redirected to health care provider (hcp) if issue persists.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient stated that the cause of the issue was determined, but they weren't sure what it was. The issue had not yet been resolved.